Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional manufacturer narrative - device evaluation the pipeline flex with shield was returned for evaluation with the catheter. As received, the pipeline flex with shield was found outside of the catheter. The pipeline braid was not attached to its pushwire, therefore, the distal and proximal ends of the braid were unable to be identified. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The braid was fully open with no damage on either end. Based on the analysis findings, the reports of pipeline flex with shield failure to open on the distal end and failure to resheath could not be confirmed. It is possible that the patient¿s moderate vessel tortuosity (vessel bend) may have contributed to the reported issues. It is not recommended to initiate deployment of the device on a bend. Additionally, the damage seen on the hypotube (stretching) suggest that excessive force was used during delivery (pushing <(>&<)> pulling). Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture

Manufacturer narrative:
The pipeline flex with shield has not been returned for evaluation. The reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-400-16. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex with shield did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left paraophthalmic artery. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. It was reported that pipeline flex with shield was attempted to be deployed around the clinoid bend. The pipeline flex was deployed (less than 50%) and did not open on the distal end. In addition, the device opened within the microcatheter. The device was unable to be resheathed. The device was removed from the patient within the microcatheter. A new device was used to complete the procedure. There were no reports of patient injury in connection with this event.